Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. The results of the analysis indicate there was no beep or sound during start up testing. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the product was returned to the customer.

Event description:
It was reported the device speaker does not work. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.